Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by turning on the analyzer and the screen was not functioning. Fse resolved the complaint by replacing the display unit; the front panel for tdu2 was also replaced as the newer display unit has a different footprint. Fse successfully performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The most probable cause of the reported event is due to faulty display unit

Event description:
A customer reported not being able to select anything on the touch screen for their aia-360 analyzer. The customer states the buttons are working but the screen is not. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.